Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #:(B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve, addressing degenerative mitral regurgitation. Therefore, deployment in the tricuspid position is considered off-label. H3 other text : implanted.

Event description:
Edwards received notification of a pascal in tricuspid position where core lab reviewed the 1-month follow up tte (dated (B)(6) 2023) and reported an slda (anterior side is detached (a-s clip) and tr grade was severe at the 1-month follow up.

Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with other empirical evidence based on information provided by the clinical specialist and available imaging evaluation. Available information suggests patient factors/anatomy and poor echo imaging during the procedure likely contributed to the event. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Event description:
Additional info received stated that there were no device interactions, and the heart was slightly horizontal in nature. Echo imager did have a difficult time in imaging the entire length of the paddles in the capture ready position from the tgsax to assess leaflet insertion. The team was able to ultimately visualize adequate insertion of both the anterior and septal leaflets while interrogating each leaflet separately. Grade of the tr before the procedure was severe and after the initial procedure was mild. There is no information regarding any plans for reintervention.